Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of an aortic ulcer. It was reported during the index procedure, after vamf3636c200te was deployed, access vessel injury was caused during removal of the delivery system. It was noted that the tip could not be retracted and the tip and the delivery system were not moving synchronously. It was noted the patient was alive with injury at the end of the procedure. Per the physician the cause was device related. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Film analysis conclusion the reported difficulty with device removal was confirmed; however, the cause of the event could not be determined based on the limited video provided. Assessment for potential vessel damage was not possible due to lack of contrast. The pre-implant anatomy is unknown, and additional procedural angiograms showing device advancement, deployment, and final device retrieval were not available for review. Video analysis one video received for analysis. The video shows the distal end of a valiant captivia delivery system held in gloved hands. The tapered tip is retracted by pushing the inner member into the graft cover. The tip is advanced by pulling the inner member from the graft cover. The external slider and tip capture release handle appear in the home position throughout the video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.